Manufacturer narrative:
Nad4. Lot number changed from changed from 10527r381 to 10527r375.

Event description:
This is being filed to report the single leaflet device attachment (slda) and recurrent mr requiring an additional clip. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing the mr to 1. A few days after, the clip was noted to be detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr had increased back to 3-4. On 11/11/2021, an additional clip was implanted to stabilize the slda clip. The mr was reduced from 3-4 to 1. No additional information was provided.

Manufacturer narrative:
Date of event estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The recurrent mitral regurgitation (mr) appears to be due to the procedural condition of the slda. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.